Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon popped inside the pt's abdomen, part of the balloon fell into the cavity, however, it was removed from the pt. The operating time was extended for 10 minutes as a result. In addition, there was no blood loss or tissue damage and the incision was not extended more than 1 inch. No pt injury was reported.